Manufacturer narrative:
.

Event description:
The hcp reported that during surgery to replace the catheter, it was noted that the pump reservoir contained 0.2 mls; should have contained 6.2 mls of clonidine and meperidine. The pt was initially reported to be unresponsive and have possible meningitis-myelitis based on cerebrospinal cultures. The pump was explanted and the pt was prescribed antibiotics. The pt was subsequently reported to "be doing well." Refer to manufacturer's report #: 2182207200600476.